Event description:
It was reported that the subject device had white balance error and white balance cannot be performed. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of button and water tightness is lost. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of button, water tightness is lost. The most probable cause of the complaint is no problem detected and for poor water-tightness of button is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.